Event description:
It was reported that the uv flash transfer set patient connector was not connecting to the titanium adapter after the customer changed the transfer set. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time. Report 2 of 2.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was conducted for potentially associated lot number h13d23017 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up will be submitted. Same event as (B)(4).

Manufacturer narrative:
(B)(4). An evaluation of the actual sample was conducted. Visual inspection, leak testing, clamp function testing and clear passage testing were performed with no issues noted. The sample was confirmed for the reported problem, as the dimensional inspection of the transfer set identified that the inside diameter of the catheter adapter shroud was below nominal. Improvements were made to the mold and molding department procedures. Should additional relevant information become available, a follow-up report will be submitted.